Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device could not be reviewed as the serial number was not provided. Olympus does not ship any devices that don't meet the design and quality specifications. Conclusion: the definitive cause of the user's experience could not be determined. The aim of this study was to evaluate best practices for reprocessing scopes with elevator channels. There is no report of device malfunction or patient impact.

Manufacturer narrative:
The devices referenced in this report have not been returned to olympus for evaluation. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature article titled "implementation of a systemic culturing program to monitor the efficacy of endoscope reprocessing: outcomes and costs." Published in volume 87, no. 1 : 2018 of gastrointestinal endoscopy three scopes had positive cultures after being reprocessed. The aim of the study was to report the outcome ands cost of best practices for reprocessing endoscopes with elevator levers. In this study, between june 2015 and september 2016, 285 cultures were done. Three scopes had positive bacterial growth after reprocessing. One of the three scopes had oral contaminants and 2 scopes had skin contaminants. These scopes were quarantined, reprocessed and repeat cultures were negative. Scopes reprocessed and cultured as a part of this study included the following: eight olympus gf-uct180, 12 olympus tjf-q180v, one olympus jf-140f, and one olympus pfj-160. There was no patient contact/impact in any of these instances. There are no reports of any olympus device malfunctions.